Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.